Event description:
This case was reported by a physician in (B)(6) to a merz field clinical specialist on (B)(6) 2014. On (B)(6) 2014, a patient was injected in the nasal root through the glabella with 0.6cc of radiesse using a 25 ga cannula. Bleeding occurred at the injection site and patient reported partial blurry vision of left eye 10 minutes after the procedure. She was sent to (B)(6) general hospital and was seen by an ophthalmologist who conducted further examinations including CT scan, fundus exam and MRI. This showed partial visual field of single eye (left eye) was injured and some white particles were found in veins. The left eye has no response to light. The ophthalmologist diagnosed that it is due to vascular occlusion and is currently unk if the damage is permanent.

Manufacturer narrative:
On (B)(6) 2014, the patient received hyperbaric oxygen therapy (hbot) in the medical center ((B)(6) general hospital) and was hospitalized in (B)(6) general hosp. On (B)(6) 2014, the patient developed mild necrosis in the nasal root and glabella area and again received hbot (twice). Hbot was also performed on (B)(6) 2014 (twice), but without improvement. The event of vision loss was not resolved and the patient was still hospitalized. It was reported that the patient would continue to receive hbot until (B)(6) 2014. In the opinion of the reporter, it was unk if the damage would be permanent. Updated info received on (B)(6) 2014 states the patient is continuing to receive hbot and there has been no improvement to the vision of the left eye. It is not known if the loss of vision is permanent. Follow-up received on (B)(6) 2014, states the injector/clinic refuses to provide any further info to merz regarding the patient. The radiesse lot number was not provided; therefore, the device history record could not be reviewed.